Manufacturer narrative:
The complaint device was examined and found to be heavily used with an exposed electromagnetic interference shielding wire and damage to the clear tape covering the photodetector and exposing metal components. Further communication with the complaint facility revealed the blister occurred under the photodetector of the device; the device had been applied, removed, and reapplied; and there was a duration of approximately 12 hours between inspection of the sensor site and probe relocation. The complaint facility also stated that they believed the blister was due to friction or a skin allergy. The device history record for the returned device indicates that the pulse oximeter passed all applicable inspections and tests prior to release. A root cause analysis determined the device malfunction was related to improper use of the device. The device was used for 12 hours without being inspected and the device was used with the optical components exposed. Ascent's instructions for use state: "inspect the sensor site periodically to ensure correct sensor alignment and adhesion. Skin integrity and circulation distal to the site should be checked routinely and the sensor relocated to another site if found to be compromised." "Do not use a sensor or pulse oximeter cable if it is damaged and/or if optical components are exposed." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the pulse oximeter sensor caused a blister on an infant's left foot on the lateral side. The device was easily replaced with another pulse oximeter sensor and it was reported the blister did not require any wound care and the patient is in satisfactory condition.